Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the hrsv-3 monitor to correct the cause of error 45308, but the issue persisted after the monitor replacement. The fse was able to isolate the issue to the fiber cable wall integration. The fse bypassed the wall integration by running the fiber cable from the surgeon console to the vision cart and the monitor came up without issues. The fse attempted to clean the wall ports using compressed air, but the issue persisted. The fse also replaced a universal surgical manipulator (usm) axis 1 input cover because the cover was missing. The fse provided a system cable integration boom plate to the site because of the potential that their boom plate was damaged. The fse provided the site with a system cable integration wall plate to attempt resolving the right eye not having vision when using integration. The system was tested and verified as ready for use. This event is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had no image in the right eye. The image for both eyes was appearing in the vision side cart (vsc). The site reported that they were receiving error 45308; the technical support engineer (tse) confirmed the error in the system logs. The tse advised the site to reseat the endoscope or try a backup endoscope. The site tried reseating the endoscope with no change to the problem. The tse recommended hard power cycling the ssc and to leave the breaker off for a while. The site performed this and stated that both eyes appeared to be searching, but the error 45308 returned and the ssc had no vision in the right eye. The procedure was completed robotically with no reported patient injury. On 01/21/2020, intuitive surgical incorporated (isi) communicated with a clinical sales representative (csr) in the field and additional information was obtained about the complaint: the csr was not at the case and therefore did not know if the surgeon side console vision was checked before the start of the procedure. The csr confirmed that the procedure was completed robotically with one eye down the entire procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis did not confirm or replicate the reported issue. No trouble was found with the high resolution stereo viewer (hrsv). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system showing no image in the right eye after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for updated/additional information.